Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. No failed battery test alarms were noted. The insulin pump was received with all buttons responding properly. However, moisture damage was noted at keypad assembly. No button error alarms noted. The insulin pump was received with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.